Event description:
The dealer advised the hub wheels freeze onto the axle. He requested we look into this issue because he states it seems to happen frequently. He suggests a redesign with a bevele with a set screw so it'll release easier.